Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose reading of 407 mg/dl. Customer treated the high blood glucose with the pump and insulin pen. Based on customer report proceeding in t/s per customer alleging possible pump under delivery. Customer states that he received the bolus not delivered alarm. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer also reported sensor glucose value not available. Customer advised to monitor the pump and to call back if further assistance is needed. Customer advice to call back for troubleshoot if change sensor alerts persist. Customer will replace the sensor when getting home. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.